Event description:
While navigating an artery, tip of the guidewire broke off in the arterial vessel. Upon trying to wire the cto lesion of a peripheral vascular, the tip of the guidewire broke off and became stuck in wall of the lesion. A stent was then placed into the lesion to fix the fragment and prevent it from migrating distally.

Manufacturer narrative:
(B)(4). Device returned on (B)(4). Investigation of the guidewire revealed the coil section broken at approx 164mm from its proximal end, or approx 6mm from tip end. Observation by scanning electron microscope showed the helical deformation of the breakage site to clockwise direction and the trace of clockwise rotation on the core wire breakage site. Review of lot history record revealed no anomaly relating to the reported event, and no other product experience report has been received for this lot. It is inferred that the guidewire was trapped by the cto lesion, where excessive and continued torque manipulation was applied to clockwise direction, resulting breakage of guidewire due to the force exceeding the product design limit. Warning section of the IFU describes "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy an take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel." And "when torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction."